Event description:
It was reported that the patient experienced a loss of therapeutic effect and stimulation in the wrong location. The symptoms occurred when stimulation was turned on. A lead revision occurred on (B)(6) 2011 and the physician was able to better position the lead. All impedances were within normal limits. The patient had also experienced burning at the pocket site while stimulation was both off and on which began occurring "in the last few weeks" prior to report. At the revision no course of action was taken regarding the burning sensation as the physician felt it was not device related, band that it was possibly due to healing. Further information reported all issues resolved.

Manufacturer narrative:
(B)(4).